Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a display malfunction was confirmed during product evaluation. The root cause of this condition was assigned to lines on the main display. The main display assembly was replaced to correct this condition. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. A service history review revealed that this device was previously serviced for the reported condition. During previous services, the main display was replaced. Baxter has received similar reports for the reported problem. The root cause investigation is addressed in (B)(4).

Event description:
The facility reported a colleague infusion pump with a display malfunction. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in the biomed service department. There was no report of patient/user involvement, injury or medical intervention. The software version is currently unknown. No additional information is available.